Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after starting poligrip, the patient experienced nerve damage and personal injury. At the time of reporting, the outcome of the events was unknown. Medical records received (B)(6) 2011: on (B)(6) 2010, the (B)(6) patient was seen by a hematologist for newly diagnosed microcytic anemia and fatigue over the year prior. Hemoglobin was 9.3, hematocrit was 30.3, and mean corpuscular volume was 72. She was started on iron and given a dose of venofer. At follow up on (B)(6) 2010, it was noted the patient's copper level came back profoundly low at 2 with an elevated zinc level at 195. She had been using a zinc-containing denture cream, which had been discontinued. She also noted some significant muscle weakness and some neuropathy-type symptoms. The hematologist felt the anemia and neuropathy symptoms were due to the copper deficiency "probably precipitated by her high zinc content in denture cream." The patient as taking copper supplements, and her blood count had improved. At follow up on (B)(6) 2010, she continued to have significant fatigue, neuropathy, and weakness symptoms with no improvement. She continued to require use of a walker. Her blood counts continued to improve at that time. On (B)(6) 2010, the patient was seen by a neurologist for numbness that began nine months prior. The onset was gradual, and she described the numbness as a tingling sensation and decreased sensation. This began with the hands and spread to the feet and up to the hips within several weeks. The patient also had weakness, and all this caused difficulty with gait and walking. She could not open bottles, lift normal objects without dropping them, climb stairs, or get into/out of a bathtub alone, and the patient had experienced several falls. Brain CT was normal, but lab work revealed zinc toxicity and copper deficiency "likely from denture cream use for 19 years now." She was diagnosed with neuropathy from zinc toxicity at this time. At hematology follow up on (B)(6) 2011, the patient's anemia was much improved, but she continued to have neuropathy symptoms. This case was now considered medically serious by gsk.